Event description:
It was reported that a syringe 1.0ml 31ga 8mm 10bag 500 wal had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing from shelf carton. Verbatim: consumer reported missing the expiry date on the box - consumer found box in closet. Unopened and unused. Wants to use items."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6312685. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31ga 8mm 10bag 500 wal had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing from shelf carton. Verbatim: consumer reported missing the expiry date on the box - consumer found box in closet. Unopened and unused. Wants to use items."